Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found observed the leak under the instrument and vacuum errors on the instrument. The fse found the tubing was worn and replaced the peristaltic tubing to resolve the leak. The vacuum pump also was not working so the fse replaced the vacuum pump to resolve the vacuum errors. The vacuum errors were not related to the leak reported. The instrument generated vacuum errors to alert the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stating that while running startup on the coulter act diff hematology analyzer, the customer discovered a leak of greenish fluid underneath the instrument and leaking from the probe. The volume was reported as about 5 ml. The customer also received vacuum errors at the time of the leak. The customer was wearing proper protective equipment (ppe) consisting of gloves, eyewear, and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one sought medical attention. No erroneous results were generated in connection to the leak.